Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the total shoulder replacement surgery that the tip of the tap broke off. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged, ar-9621-25t, 25 mm tap with batch 022420, was received for investigation and the evaluation revealed that the tip of the cutting flute was broken off (see evaluation picture 3). No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion.